Event description:
Patient reported right side possible deflation. Patient also reported burning at the top of the implant and tingling inside the implant, hand going number and breast pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.